Event description:
Additional information was received. It was reported per the manufacturer representative (rep), that the implantable neurostimulator (ins) is well positioned and easy to palpate. There haven't been any changes to pocket site or any trauma. Technical services is checking with engineering about whether there could be any interaction between ins charging and the bone growth stimulator that the patient has. The rep doesn't know if this is an external or implanted bone growth stimulator or where it's used/located. The rep is going to search for past session reports to see if there is any prior recharge history. The rep thinks that ins charging difficulty began in nov 2022 but isn't totally sure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745 , serial# (B)(6), product type: programmer, patient. Product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745bp, serial# (B)(6), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services (tss) had spoken to an engineer on march 17, who did not find any evidence of malfunction of the intellis system and nothing in the data sent that explains the poor recharge quality that pt has been experiencing. Tss reviewed this with mdt field staff and discussed that data collection and troubleshooting of the problem has been exhausted and that they are now considering replacing the implantable neurostimulator (ins). Pt continues to have difficulty charging ins and has had increasing pain due to not being able to charge ins effectively. Tss reviewed returning ins to mdt for analysis. Tss will send rep an email with warranty and out of pocket cost contacts.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the ins is well positioned and easy to palpate. There haven't been any changes to pocket site or any trauma. Technical services (tss) is checking with engineering about whether there could be any interaction between ins charging and bone growth stimulator. Tss had spoken to engineering on march 17, who did not find any evidence of malfunction of the system and nothing in the data sent that explains the poor recharge quality that pt has been experiencing. Tss reviewed this with the rep and discussed that data collection and troubleshooting of the problem has been exhausted and that they are now considering replacing the ins. Pt continues to have difficulty charging ins and has had increasing pain due to not being able to charge ins effectively. Tss reviewed returning ins to mdt for analysis.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97755, serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97745bp, serial# (B)(6), product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep called back while meeting with the pt and reports that the controller shows pt is out of passive recharge screen (prm), but ins battery is red and does not display a coupling quality. Rep stated that excellent quality showed initially but went away after a few minutes. Rep reports that the ins appears to be situated flat and not tilted in the pocket and does not appear to be deep. Rep indicated they would continue charging until battery percentage had increased allowing him to connect with his cp. Instructions were given to rep about how to access mdt data report and send via email. Rep called back and reports that after 15-20 minutes of attempting to charge pt's ins, no recharging quality has appeared and the ins battery is still showing red. Rep reports he has not kept the controller screen on, and allowed the screen to lock, only checking status once or twice over the last 20 minutes. Rep indicated that he would send the pt home and they will continue to attempt charging their ins, but also acknowledges that a battery pack (bp) is the only charging/external component that has not been replaced and would like to exhaust that option at this time. Rep indicates that they will check back in with pt after they have received the replacement, charged the new bp, and attempted a charging session, and will call ts back if further troubleshooting is needed. A replacement bp was requested.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt mentioned their implanted neur ostimulator(ins) would only charge to 90% and not beyond since at least 2 months ago. Pt said they had tried to charge several times, but each time they could not charge beyond 90%. Pt said the charging duration had increased and they had to charge more frequently. Pt said they had been reprogrammed after being in the hospital on (B)(6) 2022 (not related to spinal cord stimulator). Pt said a medtronic rep had reprogrammed them in the hospital. Pt said issue with only being able to charge up to 90% had definitely started before the reprogramming by the rep. During the call, pt inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. An email was sent to the repair department to send an rtm exchange unit. Pt was also redirected to hcp if exchange unit did not resolve the issue. Information was received from a patient (pt) regarding an external device. The reason for call was pt says that today when charging implantable neurostimulator (ins) they started seeing a software problems screen. Details are: 1-intellis 2-3.0 3-58 4-wf_new. Patient services (pss) had pt reset controller and then try to charge ins. They mentioned it can be hard to find the right spot to charge ins because they had neck surgery recently and the "collar is in the way". Pt mentioned that it's been taking longer to charge ins. Pt gave hcp information and they will be seeing them next month for a follow up for an unrelated medical procedure which is the neck surgery they mentioned. Pt reported that they get poor recharge quality but said they might just need someone to help them place rtm against ins. Pt will call back if still having issues charging ins. Pt called back to state that they were still having problems with their controller. They were seeing error message system problem call mdt when they tried to recharge the controller last night. The controller did not go above 30% in about an hour or 2 of recharging it. Pt mentioned they let the controller "rest" and took batteries out and put them back in, they also stated putting in the aa batteries. Those steps did not resolve the issue. Agent had pt check for physical damage on controller. Pt confirmed no physical damage. Additional information was received from a patient (pt). It was reported that they got the replacement controller but still charging was not working. Pt said the implantable neurostimulator (ins) won't charge past 60% and would take an hour to get to 60%. Pt said when charging stopped increasing, they would let controller sit for an hour or two and then try to charge again. Pt said sometimes charging would start but sometimes they'd need to reset controller to try and start again. Pt also said they got the batteries low, replace controller batteries soon screen recently. Patient services (pss) asked if pt would get good or excellent, and pt said they would flash between good and excellent, but was hard to get excellent. Pt provided serial numbers in secure note as current equipment. Pss consulted with repair and repair said pt went through exchange program and an issue was found with pt's original recharger (rtm), so pt was sent a new rtm, then a replacement controller as issues still continued. Pss reviewed with pt as they got new contro ller and rtm already and issues still continued, to follow up with healthcare provider (hcp)/manufacturer representative (rep)to check on recharging/ins in person. Pt mentioned they ran into a rep yesterday at a neurosurgeon's office (pt wasn't there for a reason related to ins) so would follow up with that rep. Pt mentioned they had sent a picture of the replace batteries screen to rep as well.

Event description:
Patient(pt) called back to stated they were still having trouble with their implant even after receiving the replacement recharger. Pt stated they were able to recharge it to 60% last night, it took them 2 hours, but when they woke up in the morning, their implant was at orange. Pt mentioned the controller battery was the only external equipment that was not changed but demonstrated understanding that there might be something wrong with their implant itself. Agent redirect pt to their healthcare provider and mdt rep and explained mdt rep role. Mdt rep called back on 2023-feb-10 and stated pt received the replacement controller but are still having issues charging their ins. Caller inquired about possible next steps. Tss consulted with repair and repair and was given the following information relating to most recent replacement history: brand new controller sent 1/31/2023, refurbished controller sent 12/22/2022, brand new rtm sent 12/13/22. Tss recommended meeting with pt to collect mdt data report and log files for further analysis. Caller stated they will meet with pt and call back for assistance in obtaining mdt data report and log files.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the charging issues has could not be determined. All of the troubleshooting steps taken were already listed. After speaking with technical services (tss), they are going to pursue a replacement and warranty credit once the device is replaced. The date of the replacement has not yet been scheduled. It has not been resolved because no one can determine why the device will not charge. The patient's weight at the time was asked/unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that pt called back stating that the equipment was totally not working and they were unable to charge the ins. Pt stated that they spoke to someone two weeks ago who suggested that they meet with a rep. Pt stated that they had made an appointment with the pain doctor for today and they had told hcp the problem so they were expecting to see a rep there, however a rep hadn't been notified by hcp of the issue so a rep wasn't present. Pt stated that hcp told them that they would have to contact a rep on their own, but pt wasn't sure who their rep was. Pt stated that they saw a message before that said that the controller battery needed to be replaced; pss understood that the message was batteries low replace the controller batteries soon. Pt stated that they reset the controller with someone a couple weeks ago and that they kept resetting the controller but the issue wasn't resolved. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pss had the pt initiate an ins recharging session. Pt saw poor recharge quality. Pss reviewed screen meaning with the pt and had the pt reposition the recharger. Pt then saw recharging excellent. Pt stated that normally they would get to this point and then the equipment would stop working. Pt stated that they didn't dare sneeze or move since then the ins would stop charging. Pt stated that this was the longest it had stayed at excellent while recharging the ins. Pt stated that usually it would turn right off. Pt stated that last week it took more than an hour to get the ins to 60%. Pt stated that they hadn't been able to get it to work at all this week. Pt stated that they hadn't tried to charge on sunday so they left the equipment alone. Pt stated that the controller battery was at 100% and it was now down to 90% but the ins was still in the red zone. Pt stated that the controller would usually drop down by 20% before the ins would have any activity in the battery level. Pt stated that it was annoying that they had been calling for weeks as the equipment hadn't been working and now the equipment was working. Pt stated that they had been sitting for over an hour in one spot trying not to move which was difficult as they were recuperating from surgery on their neck. Pt then saw recharging without the quality indicated. Pt repositioned the recharger but nothing changed. Pt saw no apparent damage to the equipment. Pt stated that this was normally what happened and that could not get it back to any type of recharging quality. Pt mentioned that both the recharger and controller were replaced recently. Pt said that their neck surgery was november 1st and it was after that the equipment was replaced. Pss advised the pt that a message would be sent out to the local reps requesting contact for possible assistance, however pss did not promise a time-frame on a response. Pss re-opened the case to assign case to self, add the equipment model and serial numbers to the secure note field, and send an e-mail to the reps.

Event description:
Mdt representative (rep) called and was with patient (pt). Caller stated they were able to initiate a recharge session and "recharging excellent" displayed for a couple minutes of charging. Caller stated they allowed the controller to go into sleep mode and they checked the controller to find that the recharge quality only displayed as "recharging". Technical services (tss) instructed caller to reset the controller and attempt to charge the implantable neurostimulator (ins) again. Caller stated they even attempted to disable and re-enable to ins. Caller confirmed they were able to begin "recharging excellent" but again, after a few minutes of charging, the recharge quality began to display as "recharging" again. Caller confirmed the ins was "in the red" and was depleted. Pt was also on the call and stated that they were initially sent a loaner recharger and that they were sent another recharger. Tss consulted with repair and repair confirmed that the last recharger that was sent to pt was brand new. Repair agent stated they will send pt a brand new controller.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient; product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.